Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 implantable pacing lead, (B)(6) 2009, 694765 implantable tachy lead (B)(6) 2009.

Event description:
It was reported that during the implant procedure, while the catheter was being slit, it broke right after the hub. The sheath was very carefully cut with scissors until the slitter could be re-engaged to slit. No patient complications have been reported as a result of this event.